Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported symptoms of hypoglycemia with a nano system blood glucose value of 129 mg/dl. He lives close to the doctor and went to the doctor's office. They tested him on the doctor's meter and got a result of 43 mg/dl. They gave customer orange juice which he was able to drink on his own. Customer stated he would have been able to self-treat (retrieve and consume). Customer then began to feel better. Timeframe between readings was 8 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.